Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have lung cancer resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have lung cancer resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g4 was missed capture in initial report, which was updated and section h6 updated in this report.